Manufacturer narrative:
Based on the investigation, the device history record could not be reviewed as the lot number provided was incorrect. A sample was not available for investigation. The devices are made with qualified, tested, and approved materials. The product is not made with natural rubber latex. All quality assurance testing performed during the manufacturing process for this product was acceptable and met the specification requirements. Therefore, the root cause for the reported concern cannot be identified with the information provided. We will continue to monitor concerns such as these for possible future actions. All personnel have been made aware of this reported incident through the investigation process.

Event description:
A patient reported through medwatch report #mw5103107 that they received chemical burns/rash after wearing a cardinal health level 1 procedure mask. According to report, their face began to sting and peel. They also had chemical burns on their nose, inner eye, and cheek area from the mask. No further information was provided after multiple attempts to reach customer.